Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon evaluation the trunk cable and ECG "c&d" cables were cut, and multiple wires in the damaged cables were severed. The root cause for the damaged cables and wires could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt. The last patient to use this electrode belt did not report any deficiencies.

Event description:
A review of service data detected a reportable problem. During servicing, the trunk cable and ECG "c&d" cable were cut. The last patient to use this electrode belt did not report any deficiencies.